Event description:
The manufacturer became aware of a patient post on a foot health forum for information and discussion on foot problems. The post can be found at: http://foot-health-forum.com/index.php?threads/failed-cartiva.126530/. In the post the reporter alleged : "I had a cartiva implant 9 months ago and was in pain that got progressively worse until and MRI showed it needed to be removed. I felt there was no option other than a fusion which I had ten days ago. I'm angry and frustrated by another long period of recovery expense and missed work. I'm looking for other people who have had a failed cartiva implant and are interested in joining a mass action law suit (not class action). I have already started the process."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.

Event description:
The manufacturer became aware of a patient post on a foot health forum for information and discussion on foot problems. The post can be found at: http://foot-health-forum.com/index.php?threads/failed-cartiva.126530/. In the post the reporter alleged: "I had a cartiva implant 9 months ago and was in pain that got progressively worse until and MRI showed it needed to be removed. I felt there was no option other than a fusion which I had ten days ago. I'm angry and frustrated by another long period of recovery/expense and missed work. I'm looking for other people who have had a failed cartiva implant and are interested in joining a mass action lawsuit (not class action). I have already started the process."